Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This was observed when draining the patient of effluent. During follow up, the nurse reported the leak was "right next to the medication port". The nurse did not notice any physical damage on the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.